Event description:
Complete moisture plus has caused the stated symptoms from their press release in my left eye. Redness, watering, and feels like something is in it. I have used the contact solution for 6 months.